Event description:
It was reported that the original placement of the paddle and the battery were not great (dr. Chen), so patient decided to have them moved by dr. Dalm. Dr. Dalm was able to successfully move both the paddle and battery on (B)(6) 2022, resolving the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 22-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.